Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user experienced a sudden decline in hearing with the right implant on (B)(6) 2025.

Event description:
The user's hearing performance with the device had suddenly declined. The user was re-implanted.

Manufacturer narrative:
Additional information: according to the information received from the field a damage to the reference electrode seems likely. However to determine an exact root cause device investigation of the explanted device would be necessary. The explanted device was disposed by the clinic and is not available for investigation. This is a final report.